Manufacturer narrative:
The system was serviced in the field and it was found that the gantry door was closing all of the way but the pendant still showed that the door was open. Adjustments were made to the door switch slide. This resolved the issue and the system passed all checkouts and was performing as intended. Other relevant device(s) are: kit svc o2 bi71000166, cable door, swassy. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that the system was having issues closing. It was noted that a field service engineer (fse) was on site and was able to adjust the system and the gantry is able to open and close with no issue. There was no patient present at the time of the event.